Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering and they were hospitalized due to diabetic ketoacidosis and high blood glucose with blood glucose of 703 mg/dl the customer experienced symptoms such as chest pain. The customer was treated by admitting to the emergency room. The customer was wearing the insulin pump during the hospitalization. The customer performed self test and it did passed. The insulin pump will not be returned for analysis.